Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00624. The reported complaint was confirmed. Data log analysis shows no entries for the complaint date. The clock/date on the system may be set incorrectly. Log analysis was expanded to include entries near the complaint date. Dates and times are ¿system time¿ according to the system1. On 15jun2015 9:12:22 the system is powered on. Roughly seven minutes later the central control monitor (ccm) stops logging. Three minutes later a local area network / interface board (lan/if) start event occurs, indicating the ccm has repowered. Other devices on the network did not report an issue. It appears only the ccm restarted in this way. A perfusion screen is later opened and normal operation was noted. There was no issues with the five volt power source during this time. There are other log entries that indicate a potential issue with the power system of the system 1. These were not deemed a contributor to this complaint event, they occurred on a different day (MDR #1828100-2015-00624 addresses these issues). No additional action will be taken at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) had an automatic power restart by itself. The ccm was kept ready for the surgery, suddenly it went to a power recycle. The device was not changed out, as the end user continued to use the same system for the case without any further issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Data logs were received by the MFR on 06/29/2015 for further eval.